Manufacturer narrative:
Device passed self test and displacement test. No unexpected a44 alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via social media that they had a test failure alarm. The customer's blood glucose was around 148 mg/dl at the time of incident. The customer stated that the insulin pump reset after clearing the alarm. The insulin pump will not be returned for analysis.